Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked, and the vibration was found to have failed. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/28/2014 with the following findings: the pump was examined and the battery compartment was observed to be cracked from the threads to the case seal. The pump battery cap was unable to fully tighten to the pump however, no power issues were observed during testing. The pump powered on with audible tones but there was no vibratory alert. The pump was opened and the vibration motor pins were found to be misaligned. The pins were realigned and the pump successfully re-powered with audible and vibratory alerts. (B)(6).